Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they experienced a pulsing sensation in their abdomen/solar plexus following bowel movements. The patient also stated they were experiencing a lot of anxiety and stress. They further reported having a fall after implant resulting in bruising below their device. The patient felt that the device paces 100% when they are not active and also feels a hesitation/pause in their heart rate occasionally. Follow-up was attempted with the clinic; however, no additional information was obtained. The device remains in use. No patient complications have been reported as a result of this event.